Event description:
The pt reported communication issues between the implant and the external equipment. An advanced bionics representative met with the pt for device evaluation. The external equipment was replaced but the issue was not resolved. Explant surgery has been scheduled.